Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Analysis of the real time clock noted that it lost time. The battery status on the day of explant was end of life (eol). Altrua longevity calculations noted a nominal longevity of 5.3 years. The device declared elective replacement time (ert) in 5.0 years, or 94% of the nominal longevity. High power visual inspection of the header and lead barrels noted no irregularities. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The clinical observation of high rate pacing is caused by interactions between the device and hospital monitoring or diagnostic equipment when the minute ventilation (mv) feature is programmed on.

Manufacturer narrative:
A boston scientific technical services consultant suspected that the magnet may have moved and there was oversensing of the electrocautery used to the surgery. The device remains implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
--

Manufacturer narrative:
Additional information was received that this device was subsequently explanted for normal battery depletion and was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that during a medical procedure, a rate of 120ppm was being delivered by this pacemaker. The patient started to decompensate and a magnet was applied to the device to force a paced rate of 100 ppm. The minute ventilation (mv) and accelerometer (xl) device features were then programmed off and the patient's rate decreased to 30 bpm. The caller was inquiring as to reason for the clinical observations.